Event description:
The patient's mother stated that when using the lithium batteries the pump held power for approximately three weeks. When using alkaline batteries she reported that the pump is rebooting without user intervention. She states the battery cap was secure and she changes the pump battery setting to "alkaline". She denied any battery cap damage.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump powered up properly to the verify screen with no malfunctions. There were no unusual events observed in the pump history from (B)(6) 2011 to the end of pump use on (B)(6) 2011. The pump was exercised for 24 hours with no power interruptions. There was no defect found on investigation; the complaint could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.